Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared and removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's landing zone measurements were 22mm at 0 degrees, 22mm at 45 degrees, 23mm at 0 degrees, and 22mm at 135 degrees. The size of the amulet was determine using the sizing chart along with "approximating pectinate" that was measured into. Transesophageal echocardiogram (tee) and angiography were utilized during procedure. The left atrial pressure at time of procedure was 8mmhg prior to fluid, which increased to 11mmhg after 1 liter of fluid. Upon deployment, the disc had slight proximal movement seen at thin transverse sinus pulmonary wall location. However, the device settled, and when the tension test was performed, the amulet appeared stable. Close criteria was achieved, the stability of the amulet was confirmed, and the device was implanted. The shape of the amulet at implant was low compression, and no leak was observed. The patient did not experience a rhythm change during procedure. Prior to discharge on the same day, chest x-ray was performed, which showed that the amulet had dislodged and was located in the aorta. The amulet did not block any arteries. The patient remained asymptomatic and in stable condition. On (B)(6) 2024, the amulet was retrieved via femoral artery approach with a 16f sheath and snare. The user reported that the cause of the embolization was hypercontractility with no low initial left atrial pressure. No device was ultimately implanted. The patient was reported to be in stable condition.